Event description:
Information received indicates the scale is not functioning due to fluid ingress on the scale board.

Manufacturer narrative:
The technician replaced the scale board to repair the bed.